Event description:
As reported to the initial importer: a patient (pt) went to the hospital reporting chest pain. A CT was performed and showed the vena cava filter was positioned partially in the right atrium and partially in the ivc. The pt was going to visit a thoracic surgeon at another hospital for filter removal. A manufacturer representative advised against filter removal unless an arrhythmia was noted. The pt weight and exact age is unk (approx. Age is late 40's). Importer narrative: the filter was implanted on 10/13/07. According to a manufacturer rep, the patient's spouse confirmed that the pt presented 1-day post-filter implant w-blood in urine and severe abdominal pain. The mfg rep confirmed that the filter was explanted on 10/18/2007 and the pt is doing well. A review of procedure films was performed by a mfg rep. Because no immediate post-implant CT results were provide, the review was inconclusive regarding the cause of the filter location partially in right atrium. It is unk if ivc was perforated during implant. Hospital declines to provide nondestructive temporary custody of the device for analysis.